Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after a diagnostic procedure in the rfa. An attempt was made to remove the device; however, it would not come out. Several attempts were made using pressure, and rotating the device from side to side in every direction. After an aggressive tug, the device came out with the clip, which did not deploy. Hemostasis was achieved with manual compression and a patch. The patient experienced a small hematoma approximately 2 1/2 cm. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this information.